Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported after meeting with the patient for reprogramming of the scs system, the abbott representative was only able to stimulate the right side and not the left side. X-ray images showed the lead had migrated to the right of midline. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information received identified surgical intervention was taken and the patient's scs lead was moved to midline and re-anchored to the dura for more stability. Stimulation therapy was restored postoperatively.